Event description:
On (B)(6) 2016, a dental professional reported that eight patients with 3m espe lava ultimate cad/cam restorative for e4d crowns required root canal treatment. Information on the dates of the extraction or placement of the crowns were not made available to 3m. The dentist did state that the reason for the root canal treatment was because the patients were experiencing extreme sensitivity and intense throbbing.